Manufacturer narrative:
One pressurewire x, wireless was returned for analysis. The guidewire had been inserted through a balloon catheter and the shaft had been fractured and separated into three sections, with subsequent fracture of the microcables; the corewire remained intact. There was a kink located at the medial section and proximal section fracture location and there were multiple bends and kinks throughout the guidewire sections. The ptfe coating had been scraped off the location of the fractures. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the guidewire damage is consistent with damage during use. The pressurewire x instructions for use (IFU) states that torqueing the pressurewire against resistance or repeated attempts to cross a total vessel occlusion may cause damage and/or fracture, which may lead to a portion of pressurewire separating from the tip.

Event description:
Upon retraction of the catheter it was noted that about 1/3 of the coating had detached at the distal end. The detached coating was recovered. The procedure was completed with a new catheter with no adverse consequences to the patient.